Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula coming out of her body on (B)(6) 2024 after insertion.the infusion set has been used for less than 1 day. The blood glucose was high at the time of event therefore, the patient resorted with multiple daily injections.patient replaced infusion set and resume insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.